Manufacturer narrative:
The serial number of the device was requested but was not provided, therefore the expiration date, manufacture date, approximate age of device, and device unique identifier (UDI) are unknown. Additional information was requested, but was not provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2013. It was reported that several low voltage alarms were observed. Technical service reviewed the log file submitted which contained low voltage alarms on (B)(6) 2018. These look to have happened due to loss of power to the mobile power unit (mpu). On (B)(6) 2018, it was reported that it was believed that the power cord came loose from the back of the mpu. The patient was issued a new locking mpu cord. No pump issues were identified in the ramp echocardiogram performed on (B)(6) 2018. Additional information was requested, but was not provided.